Event description:
The target lesion was the subclavian artery and a brachial approach was conducted for the procedure. The vessel was 90% stenosed with moderate tortuosity and calcification was not seen. The stent was deployed with balloon pressures of 8 atmospheres. Deflation of balloon was done without problems. The same balloon was used for post-dilation when it ruptured at about 6-8 atmospheres. The guidewire did not loose its position ruptured balloon was removed safety. The procedure was finished with a completitor's balloon. There were no reported pt complications.